Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: [illegible] (B)(6) md & assoc. [Signature illegible]. Office notes. Status post repair incisional hernia with mesh. Drains decreased output and were discontinued (B)(6) 2005. Still has some burning pain at incision with standing, but pain improving. Eating well without nausea and vomiting and having normal bowel movements. No fever or drainage from incision. Does feel hardness along right aspect of incision. Weight 169 pounds. Pfannenstiel incision well approximated. No erythema or drainage. No hernia recurrence. There is some firmness to right of incision. This is where large hernia sac was and accounts for firmness. Abdomen soft, nontender and nondistended. No evidence of infection. No palpable seroma or hematoma. (B)(6) 2006: [illegible] (B)(6) md & assoc. [Signature illegible]. Office notes. Had coughing spell two or three weeks ago and had increased pain at right side of incision during that spell, but since has gotten over it pain has gradually improved. Eating well without nausea and vomiting and having normal bowel movements. No drainage from incision and no fever. Weight 174 pounds. Pfannenstiel scar well approximated. No palpable hernia recurrence. Abdomen soft, nontender and nondistended. No masses, seroma or hematoma. (B)(6) 2008: (B)(6), psc. [Signature illegible]. Office notes. Has some pressure and occasional sharp pain at incision when standing, but these sensations are improving. Eating well without nausea and vomiting and having normal bowel movements and urinating normally. No fever, but night before last and couple nights prior to that, did have some night sweats. Pfannensteil incision well approximated. No erythema or drainage. No palpable hernia. Abdomen soft and nondistended with just mild tenderness at incision and site of hernia just lateral to it. No palpable mass or seroma. Drains removed last week. Wound healing with no evidence of infection. Will remove sutures and place steri-strips today. (B)(6) 2008: (B)(6), psc. [Signature illegible]. Office notes. Night sweats have resolved. Still having pressure when standing in suprapubic area, but is improving and mild at this time. Eating well without nausea and vomiting. Normal bowel movements. No fevers. Pfannenstiel incision well approximated. No hernia recurrence. No erythema or drainage. No evidence of wound or mesh infection. (B)(6) 2011: (B)(6), psc. [Signature illegible]. Office notes. Seen by dr. Bailey for recurrent incisional hernia. Has repaired it on 2 occasions and it recurred again. It is in right lower abdomen adjacent to pfannenstiel incision, perhaps a little above it. Iliac crest in the way. Pubic bone is in the way. Will be difficult hernia to fix. May require combined open and laparoscopic approach. Would like laparoscopic approach, and dr. Bailey was not willing to head in that direction. Probably wise in terms of not limiting options. I have explained why an open approach may be more prudent. May have to slide mesh into preperitoneal plane. I think the fascia needs to be closed primarily and undersurface needs to be reinforced with mesh. Old mesh may need to be revised or removed. All those issues were discussed. Is willing to proceed with whatever is necessary to fix hernia. We will make those arrangements. (B)(6) 2011: [facility ni, not indicated]. (B)(6), md. Office notes. Feels weak and tired and has intermittent pain for which stating [sic] aspirin. No longer using prescription pain medication. Some bruising around drain sites. Wound looks fine and is clean closed and dry. Alternate clips removed. Activity level slowly improving. Encouraged to do more every day to regain some fitness. Return next wee (B)(6) 2011: [facility ni]. (B)(6), md. Office notes. Drains are out. Wound looks fine. Removed remaining clips today. Steri-strips applied. Slowly returning to normal activity. No sign of wound infection or seroma. (B)(6) 2011: (B)(6), md. Office notes. Continues to improve following extensive incisional hernia repair with mesh. Pain is minimal confined to right upper quadrant. Seems to bother her when coughs or sneezes for prolonged period. Incision healing well. Abdomen no distention, soft, non-tender, and no masses. (B)(6) 2012: (B)(6), md. Office notes. Being seen for lower abdominal and pelvic pain x 2 months (status post recurrent hernia repair (B)(6) 2011). Feels little bit more bulging in lower abdomen. Having some burning and stinging pain in that area as well. No dysuria. Lower abdomen bulge is considerably [sic] but always has. Lost most of abdominal strength. Difficult to tell if there is hernia there. Felt some tissue regress when I compressed it in supine position. Abdominal pain and swelling (lower) and bloating. Weight: 180 lb. Bmi: 28.19 kg/m². No hernias. Abdomen soft, non-tender, no masses, normal bowel sounds. Weakness of lower abdomen and prominent bulging. Difficult to tell whether this is muscle weakness and prior loss of domain. Mesh feel intact. No discrete hernia. Some tissue did seem to reduce in suprapubic area. Going to give 6 weeks and reassess. (B)(6) 2012: (B)(6), md. Office notes. Presenting for follow-up on abdominal pain. Pain improved. Has extreme weakness of lower abdominal musculature. Whole area bulges significantly and actually droops. Don¿t feel a discrete hernia. Pain described on last visit is better or gone. Not limiting activity anymore. Did not recommending [sic] CT scan or pursuing surgical option. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2005: (B)(6). (B)(6). History and physical. 65 year old lady who had a bladder repair with bilateral salpingo-oophorectomy in 2003 via a pfannenstiel incision. She had a prior hysterectomy in 1976 via a pfannenstiel incision as well. After her surgery in 2003, she noticed a bulge to the right of her incision. It has gradually gotten larger since her surgery. She does have occasional pain associated with this bulge particularly when she has been standing all day. She will have just a few minutes of a tingly pain and then it will resolve when she reclines or rests. She does not take any specific therapy for the pain. She's had no hernia surgery in the past and history of any similar symptoms. No nausea or vomiting, normal bowel movements without constipation. Does not have a chronic cough. Exam: weight 180 pounds. Abdomen: pfannenstiel scar. There is a large palpable hernia in the central and right area of the suprapubic region of the site of the scar. The hernia is 8 to 10 centimeters in size. It is reducible. The hernia defect can be palpated and may be significantly smaller than the bulge. No inguinal or femoral or other hernias palpated. No other abdominal scars. The abdomen is soft, non-distended, no other masses, non-tender except for some mild tenderness at the hernia site. Assessment: large symptomatic incisional hernia associated with the mid and right portions of her pfannenstiel incision. I recommend repair of the hernia to prevent future incarceration and strangulation of bowel as well as to help eliminate the patient's symptoms. It should be noted that the inferior margin of the hernia appears to be the pubis bone and this will make hernia repair challenging. I discussed the procedure and risks with emphasis on bleeding, infection, anesthetic risk, hernia recurrence. The patient understands and wishes to proceed. She understands that likely drainage tubes left at the time of surgery. (B)(6) 2005: (B)(6). (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure performed: repair of incisional hernia with mesh, open. Consent: the procedure and risk with an emphasis on bleeding, infection, anesthetic risk, bowel injury and hernia recurrence were explained to the patient preoperatively, she understood and wished to proceed. Indications: the patient has an incisional hernia. It is symptomatic, it is quite large. We will repair the hernia in an attempt to eliminate her symptoms and prevent future incarceration and strangulation of bowel. Description of procedure: ¿the patient was taken to the operating room and placed in a supine position. General anesthesia was administered. The patient's abdomen was scrubbed and painted with betadine and draped in a sterile fashion. An ioban drape was placed. Foley catheter was placed prior to prepping the abdomen. A transverse incision was made overlying the pfannenstiel incision, the skin and subcutaneous tissues were incised. The hernia sac was identified and dissected free from surrounding structures sharply. Good hemostasis was achieved with electrocautery. The hernia sac was opened and the hernia sac was excised. There were adhesions between the omentum and hernia sac and these were lysed with sharp dissection with good hemostasis achieved with electrocautery. The hernia defect was dissected. Strong circumferential fascia was identified with the margins of the hernia sac after excising some attenuated fascial tissue. The inferior border of the hernia sac was very close to the symphysis pubis. An oval piece of dualmesh, gore-tex, antibiotic impregnated was used for the hernia repair. The smooth side of the mesh was placed inferiorly and the rough side superiorly. The mesh was approximated circumferentially to the anterior and posterior fascia with interrupted #1 gore-tex sutures that were placed in a horizontal mattress fashion. These were all placed interrupted. The sutures were then tied down. The wound was irrigated with saline and good hemostasis was achieved with electrocautery. Two transverse incisions were made to the left of the incision, and via these incisions two #10 jackson-pratt drains were placed in the wound and secured to the skin with 2-0 silk. The deep subcutaneous tissues of the wound were reapproximated with interrupted 2-0 vicryl stitches, the more superficial subcutaneous tissues of the wound were reapproximated with interrupted 3-0 vicryl stitches and the skin approximated with clips. A sterile dressing was applied and the patient went to the recovery room.¿ first assistant: deborah sehr, crnfa. Estimated blood loss: 50 ml. IV fluids: 800 ml crystalloids. Urine output: 150 ml. Specimens: hernia sac. Findings: large incisional hernia. Drains: two #10 jackson-pratts. Anesthesia: general. Complications: none. (B)(6) 2005: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 03623154. W.l. Gore & associates. [Dcaudell-1ppr-kba-00326] the records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/03623154) was implanted during the procedure. (B)(6) 2005: (B)(6) hospital. Kelly brown, md. Pathology report. Accession#: s-05-5324. Specimen: hernia sac. History: incisional hernia. Final interpretation: incisional hernia sac, herniorrhaphy: benign, focally mesothelial lined fibroadipose tissue (consistent with hernia sac). No neoplasia identified. Gross description: received in formalin designated incisional hernia sac is an irregular fragment of yellowish-pink membranous and adipose tissue measuring up to 9.8 x 2.8 x 0.6 cm. One surface is smooth and glistening. Representative sections are submitted in one block. Microscopic description: microscopic examination performed. (B)(6) 2005: (B)(6) hospital. [Signature illegible]. Progress notes [handwritten]. Incisional pain with ambulation. Taking po [by mouth] well. Passing flatus. No bm [bowel movement]. (B)(6) 2005: (B)(6) hospital. Wendell bailey, md. Discharge summary. On 11/30/05 underwent repair for incisional hernia with mesh, open. Findings: there was a large incisional hernia. Pathology on the hernia sac revealed a benign hernia sac. Hospital course: postop patient remained stable. Moderate drainage in jackson-pratt drain and started on clear liquids. She did have some significant nausea and a low-grade fever on postoperative day #2; however, on postoperative day #3, her nausea was improved and she was tolerating a regular diet. Also her low grade fever was still present the night prior to discharge, but had improved to 100.5. She was afebrile the day of discharge. She had no leukocytosis on the day of discharge and her bmp was normal. Her jp drainage was decreasing and more serous, as appropriate. Discharge plan: ambulation. Abdominal binder when out of bed. No lifting greater than 15 pounds for 6 weeks. Dressings will be removed at the time of discharge, can shower, will keep the drain dressing present, will empty and record her jackson-pratt drain output. Follow up in the office next week to have the drainage output assessed. She can take an over-the-counter stool softener at home. I have encouraged her to ambulate at home and to use her spirometer. Records between 11/06/05 and 04/17/08 were not provided. (B)(6) 2008: (B)(6) hospital. W.l. Bailey, md. History and physical. 67 year old lady who underwent repair of an incisional hernia with mesh, prior pfannenstiel incision 11/05. She reports that for the last year has noticed a bulge lateral to pfannenstiel incision. It has been getting gradually larger. It is on the right side of the pfannenstiel incision. She has gas pain for about a half a day every few weeks at the site of the hernia, but has no other pain associated with it. These symptoms are stable. She takes no specific therapy for the pain. She gets occasional constipation with roughage every few weeks, but otherwise her bowel movements are normal and unchanged. This constipation resolves with a laxative. She had had this for several years. No significant nausea or vomiting. Exam: pfannenstiel scar, at the lateral aspect of scar extending from that lateral aspect is a pfannenstiel scar over the right anterior superior iliac spine is a large hernia. It is about 10 centimeters in diameter. It is reducible. The exact size of the defect cannot be determined by palpation. The hernia is mildly tender. There are no other hernias that I can identify. The abdomen is otherwise soft, nontender and non-distended. No other hernias. Assessment: recurrent incisional hernia at the lateral aspect of her right pfannenstiel scar. I recommend repair as it is getting significantly larger and is symptomatic. We will perform an open mesh repair. I explained the procedure and risks with emphasis on bleeding, infection, anesthetic risks, mesh infection requiring removal, bowel injury resulting in inability to repair the hernia with mesh, hernia recurrence. Ms. Caudell understands and wishes to proceed. She will hold her aspirin and glucosamine for seven day preoperatively. (B)(6) 2008: (B)(6) hospital. W.l. Bailey, md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: open repair of recurrent incisional hernia with mesh. Informed consent: the procedure and risks with an emphasis on bleeding, infection, anesthetic risks, hernia recurrence, bowel injury, and mesh infection were explained to ms. Caudell preoperatively. She understood and wished to proceed. Indications: 67 year old with a recurrent incisional hernia. It is symptomatic. We will repair the hernia to help eliminate her symptoms and prevent future incarceration and strangulation of bowel. Description of procedure: ¿ms. Caudell was taken to the operating room and placed in the supine position. General anesthesia was administered. A foley catheter was placed. Her abdomen was prepped with chloraprep and draped in a sterile fashion including loban drape. An incision was made along her pfannenstiel incision, which was also the incision used to repair her initial incisional hernia. This was transverse lower abdominal incision. After incising the skin and subcutaneous tissue laterally, the hernia sac was identified and opened. The hernia sac contained small bowel. There were no significant adhesions to the hernia sac or surrounding peritoneum. A portion of the hernia sac was excised and sent to pathology as a specimen. The remainder of the hernia sac was used to aid in closure of the wound and cover the mesh. The hernia sac did extend laterally from the hernia defect, which is about 5 cm in diameter. The attenuated fascia the margins of the hernia defect was excised leaving viable intact fascia circumferentially. Surrounding the defect, however, at the margin of the defect, the fascia was mildly thinned but appeared adequate for repair. The mesh used in the previous hernia repair had retracted medially. The remainder of the mesh was intact. The lateral portion of the mesh retracted medially. The remainder of the mesh was intact. An appropriate-size piece of gore-tex dual mesh was used for the hernia repair with the smooth side dawn against the peritoneum, and the rough side superiorly. I selected a piece of mesh that would allow several centimeters of underlay of the mesh circumferentially around the hernia defect. The hernia defect was then repaired with 0 prolene sutures that were placed in a u-type stitch fashion or interrupted horizontal mattress fashion. They were placed interrupted all the way around the hernia defect approximating the mesh to full thickness fascia. Stitches were placed such that there were several centimeters of underlay of the gore-tex on the peritoneum surrounding the hernia defect. After all the sutures were tied down, the wound was irrigated with saline and good hemostasis was achieved with electrocautery. Two flat #7 jackson-pratt drains were placed via stab wound superior to the incision, one on the left and one on the right as there was significant subcutaneous dissection required to dissect down to the hernia sac. After the drains were placed, they were secured to the skin with 2-0 silk stitches. The more superficial subcutaneous tissues were then reapproximated with interrupted 3-0 vicryl stitches. The skin was approximated with clips. Sterile dressings were applied and the procedure concluded. All counts were correct. The gore-tex dual mesh used was 1 mm thick and was antibiotic impregnated.¿ first assistant: debbie sehr. Drains: two #7 jackson-pratt drains. Anesthetic: general. Findings: 5 cm recurrent incisional hernia. Specimens: hernia sac. Intravenous fluids: 1,400 ml crystalloids. Estimated blood loss: 100 ml. Urine output: 225 ml. Complications: none. (B)(6) 2008: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 05168910. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05168910) was implanted during the procedure. (B)(6) 2008: (B)(6) hospital. Yohannes w. Yesus, md. Pathology report. Accession#: s-08-1783. Specimen: hernia sac. Incisional. History: incisional hernia. Final interpretation: hernia sac, incisional excision: focally thickened and collagenized membranous fibrocollagenous tissue with one surface lined by mesothelium, consistent with hernia sac. Gross description: received in formalin, designated incisional hernia sac are two portions of fibroadipose tissue that in aggregate measure 7 cm. Once surface is smooth and glistening. Representative sections are submitted in one block. Microscopic description: microscopic examination performed. (B)(6) 2008: (B)(6) hospital. [Signature illegible]. Progress notes [handwritten]. Incisional pain much better. Abdomen soft non distended, mildly tender at incision. Dressing dry. Jp; small amount serosanguinous drainage. (B)(6) 2008: (B)(6) hospital. Discharge summary. Ok to shower, climb stairs slowly, wear abdominal binder when out of bed. Remove bandage except drain sponge on 04/19/08. Change drain sponges as needed. Follow up with dr. Bailey on 04/28/08, call for appointment or problems. Empty and record drain output separately and call office when either drain is < 30 cc in 24 hours. (B)(6) 2008: (B)(6) hospital. [Signature illegible]. Progress notes [handwritten]. Dc [discharge] home, follow up office 1 week. Doing well, status post repair hernia with mesh. Final diagnosis: recurrent incisional hernia. Records between 04/21/08 and 07/19/11 were not provided. (B)(6) 2011: surgical associates of southern indiana. [Signature illegible]. History and physical. Chief complaint: bulge, right sided. History of present illness: status post hernia repair, pfannenstiel. 2005: gortex - open- recurred in 2008 - repaired again ¿ gortex 1 year ago, noted recurrent right lower quadrant bulge - gradually getting larger. Mild ¿gas¿ pain at site, non-radiating, very brief and rare. No rx [prescription] for pain, no precipitating factors [illegible]. No nausea or vomiting, rare cough. Normal bm [bowel movements] without constipation. Weight 175. Assessment: recurrent incisional hernia (2 recurrences). Plan: repair since 2 recurrences, evaluation for laparoscopic repair, to see dr. Macmillan. (B)(6) 2011: (B)(6) hospital. Daniel c. Macmillan, md. History and physical. Has had multiple hernia repairs of her right lower abdomen in the past. Most recent was in 04/2008, performed by dr. Bailey using an open technique to the existing pfannenstiel incision. It seems that the original incision was from a bladder repair and total abdominal hysterectomy. The wound has been reopened twice for mesh implantation. She has also had a laparoscopic procedure performed. She has had a hernia for the past year or two, which is getting progressively larger. It measures about 10 cm across the right lower quadrant and appears to be arising from the pfannenstiel incision, or perhaps a little above. Surgical repair has been discussed and recommended. A combination of laparoscopic and open repair has been suggested based on the appearance of the hernia. The patient is agreeable to that plan. She understands the indications for the surgery, as well as the potential risks, complications, and outcomes, including hernia recurrence. Examination: weight 175 pounds. Abdomen nontender, prominent asymmetric bulging right lower quadrant, and a thick, but well-healed, pfannenstiel incision across the lower abdomen. There is an obvious hernia defect with some bowel obviously contained within the hernia. There are multiple laparoscopic incisional scars or drain sites. There is no sign of incarceration, strangulation, or peritonitis. Impression: recurrent incisional hernia, right lower quadrant. Recommendations: a combined laparoscopic and open approach using mesh will be required. (B)(6) 2011: (B)(6) hospital. Daniel c. Macmillan, md. Operative report. Preoperative diagnosis: complex recurrent incisional hernia. Postoperative diagnosis: complex recurrent incisional hernia. Procedure performed: combined laparoscopic and open repair of complex recurrent incisional hernia. Mesh implantation, 7 inch x 9 inch composix mesh. Mesh explantation, 10 x 15 gore-tex x 2. First assistant: debbie seher, crn, fa. Anesthetic: general endotracheal. Estimated blood loss: 50 ml. Indication for procedure: the patient has had multiple previous incisional hernia repairs, none of which have been completely successful. Re-attempt with a combined open and laparoscopic technique has been recommended. The indications for the procedure are clear. The potential risks, complications and outcomes, including continued abdominal wall failure have been discussed. Description of procedure: ¿following appropriate positioning and induction of general endotracheal anesthesia, the abdomen was prepped and draped in the usual sterile fashion. Access to the peritoneal cavity was gained using a 5-millimeter optiview trocar in the left subcostal region. The peritoneal cavity was insufflated and the laparoscope was inserted. There were dense adhesions in the lower abdomen and in the right lower quadrant. Some of those were divided to expose the hernia defect. Once the adhesiolysis was complete, it was clear that the midline abdomen was defective with the rectus muscle displaced laterally and a large midline herniation containing mesh only on the very lowest portion of the wound. The second hernia was in the right lower quadrant, where several previous repairs had been attempted. The mesh in that location had peeled away superiorly and was residing in the lower half of the hernia. I elected to open the abdomen at that point, as mesh explantation was required and primary closure of the midline rectus muscles was required as well. The ports were removed. The midline fascia was opened generously from near the subxiphoid region to the pubis. The existing mesh in the lower midline was removed by dividing the sutures and removing them as well as the densely adherent gore-tex dual mesh. A second sheet of mesh was secured with prolene sutures. Those sutures were divided and the mesh was removed. The defect in the lateral abdomen was closed primarily with #1 vicryl from within the abdomen. The skin was elevated off the rectus muscles on each side of the abdomen and the fascia was prepared for primary closure. Prior to closing the fascia, a 7-inch x 9-inch sheet of composix mesh was prepared with gore-tex suture in each of the four corners. The mesh was placed inside the abdomen and the midline fascia was closed with running #1 vicryl. The laparoscopic ports were then replaced and the mesh was inspected from within the abdomen. Each of the four sutures were secured using a transabdominal suture passer. The gaps between the sutures were then closed with titanium tacks. The result was satisfactory. Both hernia defects were closed by the mesh implantation. The drain was placed in the subfascial area and in the right and left skin flaps. The drains were placed to bulb suction. The skin was closed with staples. A sterile dressing was applied. Blood loss during the procedure was 50 ml. All counts were correct. There were no complications.¿ (B)(6) 2011: [missing records: a pathology report detailing analysis of the devices removed during the (B)(6) 11 procedure was not provided.] (B)(6) 2011: (B)(6) hospital: nurse notes. Reason for call: acute mental status changes. Decreased responsiveness. Not responding to verbal stimuli. Follow up: drowsy, increased responsiveness, following simple commands. (B)(6) 2011: (B)(6) hospital. [Illegible signature]. Progress notes. Post op day 1. Vitals stable. Nauseated. Pain control from open laparotomy, mesh removed [illegible]. Mesh didn¿t fail ¿ tissue to which mesh was sewn failed. (B)(6) 2011: (B)(6) hospital. [Illegible signature]. Progress notes. Post op day 2. Vitals stable. All same, drains bloody. Foley out. Up to chair. Good progress. (B)(6) 2011: (B)(6) hospital. [Illegible signature]. Progress notes. Post op day 3. Doing reasonably well, slow progress. (B)(6) 2011: (B)(6) hospital. [Illegible signature]. Progress notes. Improving. Probably home monday. (B)(6) 2011: (B)(6) hospital. Discharge summary. Discharged to home, rx [prescription] given. Remove all bandages wednesday. Okay to shower. Diet as tolerated. Follow up surgical assoc. In one week. (B)(6) 2011: clark memorial hospital. Daniel c. Macmillan, md. Discharge summary. Discharge diagnoses: complex recurrent incisional hernia. Diastasis recti. Status post total abdominal hysterectomy, bladder repair, hernia repair x 2. Procedure: combined laparoscopic and open repair of complex recurrent incisional hernia with explantation of mesh x 2, implantation of mesh x 1 (7-inch x 9-inch composix). Reason for admission: the patient has had a long surgical history as outlined above. She has recurrent herniation in the right side of the abdomen. Laparoscopic and possible open repair had been discussed. Hospital course: was taken to the operating room on day of admission. The operation was prolonged and complex. She not only had herniation on the right side of the abdomen where two previous repairs had been attempted, she had significant diastasis recti with a sheet of mesh in the lower abdomen, but not completely spanning the rectus musculature. I elected to perform an open repair at that point so the rectus muscles could be reapproximated in the midline. The right-sided defect was closed primarily. The midline defect was closed after placing a sheet of mesh inside the peritoneal cavity. Once primary closure was completed the entire undersurface of the abdominal wall was reinforced with a sheet of composix mesh. The results were satisfactory. Drains were placed and the patient was admitted for pain control. Her pain was significant for several days. She required intravenous morphine. She was little sluggish because of the morphine, and because of pain she was slow to mobilize from the bed. She required some incentive spirometry and daily motivation to stand and walk. She was switched to oral medications on day four. She was ultimately offered a regular diet on day five, and was discharged from the hospital on day six. Her wounds remained clean, closed and dry, with no evidence of infection or drainage. The drains were removed on day five. Follow up: the patient is scheduled for follow-up in the surgery office one week after discharge. Discharge condition: improved. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) hospital. Implant record. Mesh composix. Manufacturer: bard. Site: abdomen. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient code 1695 was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: the known medical records span from (B)(6) 2005 through (B)(6) 2012 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2006 through (B)(6) 2008; and from (B)(6) 2008 through (B)(6) 2011 were not provided. Patient information: medical history: incisional hernia. Overweight: (B)(6) 2005: 180 lbs., bmi 28.2. (B)(6) 2005: 175 lbs., bmi 27.4. (B)(6) 2005: 169 lbs., bmi 26.5. (B)(6) 2006: 174 lbs., bmi 27.2. (B)(6) 2008: 182 lbs., bmi 28.5. (B)(6) 2011: 175 lbs., bmi 27.4 (B)(6) 2011: 175 lbs., bmi 27.4. Surgical procedures: 1976: hysterectomy. 2000: bladder repair. 2003: bladder repair with bilateral oophorectomy. (B)(6) 2005: repair of incisional hernia with mesh, open. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2008: open repair of recurrent incisional hernia with mesh. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2011: combined laparoscopic and open repair of complex recurrent incisional hernia. Mesh implantation, 7 inch x 9 inch composix mesh. Mesh explantation, ¿10 x 15 gore-tex x 2¿. Implant #1 preoperative complaints: (B)(6) 2005: ¿65-year-old lady who had a bladder repair with bilateral salpingo-oophorectomy in 2003 via a pfannenstiel incision. She had a prior hysterectomy in 1976 via a pfannenstiel incision as well. After her surgery in 2003, she noticed a bulge to the right of her incision. It has gradually gotten larger since her surgery. She does have occasional pain associated with this bulge particularly when she has been standing all day. She will have just a few minutes of a tingly pain and then it will resolve when she reclines or rests. She does not take any specific therapy for the pain. She's had no hernia surgery in the past and history of any similar symptoms.¿ ¿there is a large palpable hernia in the central and right area of the suprapubic region of the site of the scar. The hernia is 8 to 10 centimeters in size. It is reducible. The hernia defect can be palpated and may be significantly smaller than the bulge. No inguinal or femoral or other hernias palpated.¿ ¿it should be noted that the inferior margin of the hernia appears to be the pubis bone and this will make hernia repair challenging.¿ implant #1 procedure: repair of incisional hernia with mesh, open. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/03623154, 15cm x 19cm x 1mm thick, oval]. Implant #1 date: (B)(6) 2005 [hospitalization (B)(6) 2005]. Findings: large incisional hernia. Description of hernia being treated: ¿a transverse incision was made overlying the pfannenstiel incision, the skin and subcutaneous tissues were incised. The hernia sac was identified and dissected free from surrounding structures sharply. Good hemostasis was achieved with electrocautery. The hernia sac was opened and the hernia sac was excised. There were adhesions between the omentum and hernia sac and these were lysed with sharp dissection with good hemostasis achieved with electrocautery. The hernia defect was dissected. Strong circumferential fascia was identified with the margins of the hernia sac after excising some attenuated fascial tissue. The inferior border of the hernia sac was very close to the symphysis pubis.¿ implant size and fixation: ¿an oval piece of dualmesh, gore-tex, antibiotic impregnated was used for the hernia repair. The smooth side of the mesh was placed inferiorly and the rough side superiorly. The mesh was approximated circumferentially to the anterior and posterior fascia with interrupted #1 gore-tex sutures that were placed in a horizontal mattress fashion. These were all placed interrupted. The sutures were then tied down. The wound was irrigated with saline and good hemostasis was achieved with electrocautery. Two transverse incisions were made to the left of the incision, and via these incisions two #10 jackson-pratt drains were placed in the wound and secured to the skin with 2-0 silk. The deep subcutaneous tissues of the wound were reapproximated with interrupted 2-0 vicryl stitches, the more superficial subcutaneous tissues of the wound were reapproximated with interrupted 3-0 vicryl stitches and the skin approximated with clips.¿ (B)(6) 2005: pathology: ¿gross description: received in formalin designated incisional hernia sac is an irregular fragment of yellowish-pink membranous and adipose tissue measuring up to 9.8 x 2.8 x 0.6 cm. One surface is smooth and glistening.¿ ¿microscopic description: microscopic examination performed.¿ (B)(6) 2005: discharge summary: ¿postop patient remained stable. Moderate drainage in jackson-pratt drain and started on clear liquids. She did have some significant nausea and a low-grade fever on postoperative day #2; however, on postoperative day #3, her nausea was improved and she was tolerating a regular diet. Also, her low-grade fever was still present the night prior to discharge, but had improved to 100.5. She was afebrile the day of discharge.¿ ¿her jp drainage was decreasing and more serous, as appropriate.¿ relevant medical information: (B)(6) 2005: ¿status post repair incisional hernia with mesh. Drains decreased output and were discontinued 11/9/05. Still has some burning pain at incision with standing, but pain improving. Eating well without nausea and vomiting and having normal bowel movements. No fever or drainage from incision. Does feel hardness along right aspect of incision.¿ ¿pfannenstiel incision well approximated. No erythema or drainage. No hernia recurrence. There is some firmness to right of incision. This is where large hernia sac was and accounts for firmness. Abdomen soft, nontender and nondistended. No evidence of infection. No palpable seroma or hematoma.¿ (B)(6) 2006: ¿had coughing spell two or three weeks ago and had increased pain at right side of incision during that spell, but since has gotten over it, pain has gradually improved. Eating well without nausea and vomiting and having normal bowel movements. No drainage from incision and no fever.¿ ¿pfannenstiel scar well approximated. No palpable hernia recurrence. Abdomen soft, nontender and nondistended. No masses, seroma or hematoma.¿ implant #2 preoperative complaints: (B)(6) 2008: history and physical. ¿67 year old lady who underwent repair of an incisional hernia with mesh, prior pfannenstiel incision (B)(6). She reports that for the last year has noticed a bulge lateral to pfannenstiel incision. It has been getting gradually larger. It is on the right side of the pfannenstiel incision. She has gas pain for about a half a day every few weeks at the site of the hernia, but has no other pain associated with it.¿ pfannenstiel scar, at the lateral aspect of scar extending from that lateral aspect is a pfannenstiel scar over the right anterior superior iliac spine is a large hernia. It is about 10 centimeters in diameter. It is reducible. The exact size of the defect cannot be determined by palpation. The hernia is mildly tender. There are no other hernias that I can identify. The abdomen is otherwise soft, nontender and non-distended. No other hernias.¿ implant #2 procedure: open repair of recurrent incisional hernia with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/05168910, 10cm x 15cm x 1mm thick, oval] implant #2 date: (B)(6) 2008 [hospitalization (B)(6) 2008]. Findings: 5 cm recurrent incisional hernia. Description of hernia being treated: ¿an incision was made along her pfannenstiel incision, which was also the incision used to repair her initial incisional hernia. This was transverse lower abdominal incision. After incising the skin and subcutaneous tissue laterally, the hernia sac was identified and opened. The hernia sac contained small bowel. There were no significant adhesions to the hernia sac or surrounding peritoneum. A portion of the hernia sac was excised and sent to pathology as a specimen. The remainder of the hernia sac was used to aid in closure of the wound and cover the mesh. The hernia sac did extend laterally from the hernia defect, which is about 5 cm in diameter. The attenuated fascia the margins of the hernia defect was excised leaving viable intact fascia circumferentially. Surrounding the defect, however, at the margin of the defect, the fascia was mildly thinned but appeared adequate for repair. The mesh used in the previous hernia repair had retracted medially. The remainder of the mesh was intact. The lateral portion of the mesh retracted medially. The remainder of the mesh was intact.¿ implant size and fixation: ¿an appropriate-size piece of gore-tex dual mesh was used for the hernia repair with the smooth side dawn[sic] against the peritoneum, and the rough side superiorly[sic]. I selected a piece of mesh that would allow several centimeters of underlay of the mesh circumferentially around the hernia defect. The hernia defect was then repaired with 0 prolene sutures that were placed in a u-type stitch fashion or interrupted horizontal mattress fashion. They were placed interrupted all the way around the hernia defect approximating the mesh to full thickness fascia. Stitches were placed such that there were several centimeters of underlay of the gore-tex on the peritoneum surrounding the hernia defect. After all the sutures were tied down, the wound was irrigated with saline and good hemostasis was achieved with electrocautery. Two flat #7 jackson-pratt drains were placed via stab wound superior to the incision, one on the left and one on the right as there was significant subcutaneous dissection required to dissect down to the hernia sac. After the drains were placed, they were secured to the skin with 2-0 silk stitches. The more superficial subcutaneous tissues were then reapproximated with interrupted 3-0 vicryl stitches. The skin was approximated with clips.¿ post-operative period: (B)(6) 2008: pathology. ¿received in formalin, designated incisional hernia sac are two portions of fibroadipose tissue that in aggregate measure 7 cm. Once surface is smooth and glistening.¿ ¿microscopic description: microscopic examination performed.¿ (B)(6) 2008: ¿incisional pain much better. Abdomen soft non distended, mildly tender at incision. Dressing dry. Jp; small amount serosanguinous drainage.¿ (B)(6) 2008: ¿doing well, status post repair hernia with mesh.¿ [discharged]. Relevant medical information: (B)(6) 2008: ¿pfannensteil incision well approximated. No erythema or drainage. No palpable hernia. Abdomen soft and nondistended with just mild tenderness at incision and site of hernia just lateral to it. No palpable mass or seroma. Drains removed last week. Wound healing with no evidence of infection.¿ (B)(6) 2008: ¿pfannenstiel incision well approximated. No hernia recurrence. No erythema or drainage. No evidence of wound or mesh infection.¿ (B)(6) 2011: ¿chief complaint: bulge, right side.¿ ¿... Noted recurrent right lower quadrant bulge ¿ gradually getting larger.¿ ¿assessment: recurrent incisional hernia (2 recurrences).¿ (B)(6) 2011: ¿seen by dr. Xx for recurrent incisional hernia. Has repaired it on 2 occasions and it recurred again. It is in right lower abdomen adjacent to pfannenstiel incision, perhaps a little above it. Iliac crest in the way. Pubic bone is in the way. Will be difficult hernia to fix. May require combined open and laparoscopic approach. Would like laparoscopic approach, and dr. Xx was not willing to head in that direction. Probably wise in terms of not limiting options. I have explained why an open approach may be more prudent. May have to slide mesh into preperitoneal plane. I think the fascia needs to be closed primarily and undersurface needs to be reinforced with mesh. Old mesh may need to be revised or removed. All those issues were discussed. Is willing to proceed with whatever is necessary to fix hernia.¿ explant #1 and #2 preoperative complaints: (B)(6) 2011: ¿has had multiple hernia repairs of her right lower abdomen in the past. Most recent was in (B)(6) 2008, performed by dr. Xx using an open technique to the existing pfannenstiel incision. It seems that the original incision was from a bladder repair and total abdominal hysterectomy. The wound has been reopened twice for mesh implantation. She has also had a laparoscopic procedure performed. She has had a hernia for the past year or two, which is getting progressively larger. It measures about 10 cm across the right lower quadrant and appears to be arising from the pfannenstiel incision, or perhaps a little above. Surgical repair has been discussed and recommended. A combination of laparoscopic and open repair has been suggested based on the appearance of the hernia.¿ ¿impression: recurrent incisional hernia, right lower quadrant.¿ explant #1 and #2 procedure: ¿combined laparoscopic and open repair of complex recurrent incisional hernia. Mesh implantation, 7-inch x 9-inch composix mesh. Mesh explantation, 10 x 15 gore-tex x 2.¿ explant #1 and #2 date: (B)(6) 2011 [hospitalization (B)(6) 2011]. Findings: ¿lower midline mesh, intact but collapsed, (r)lq mesh disrupted diastasis [and] huge recurrent rlq.¿ (B)(6) 2011: ¿access to the peritoneal cavity was gained using a 5-millimeter optiview trocar in the left subcostal region. The peritoneal cavity was insufflated and the laparoscope was inserted. There were dense adhesions in the lower abdomen and in the right lower quadrant. Some of those were divided to expose the hernia defect. Once the adhesiolysis was complete, it was clear that the midline abdomen was defective with the rectus muscle displaced laterally and a large midline herniation containing mesh only on the very lowest portion of the wound. The second hernia was in the right lower quadrant, where several previous repairs had been attempted. The mesh in that location had peeled away superiorly and was residing in the lower half of the hernia. I elected to open the abdomen at that point, as mesh explantation was required and primary closure of the midline rectus muscles was required as well. The ports were removed. The midline fascia was opened generously from near the subxiphoid region to the pubis. The existing mesh in the lower midline was removed by dividing the sutures and removing them as well as the densely adherent gore-tex dual mesh. A second sheet of mesh was secured with prolene sutures. Those sutures were divided and the mesh was removed. The defect in the lateral abdomen was closed primarily with #1 vicryl from within the abdomen. The skin was elevated off the rectus muscles on each side of the abdomen and the fascia was prepared for primary closure. Prior to closing the fascia, a 7-inch x 9-inch sheet of composix mesh was prepared with gore-tex suture in each of the four corners. The mesh was placed inside the abdomen and the midline fascia was closed with running #1 vicryl.¿ (B)(6) 2011: ¿.... Mesh removed [illegible]. Mesh didn¿t fail ¿ tissue to which mesh was sewn failed.¿ (B)(6) 2011: discharge summary: ¿the operation was prolonged and complex. She not only had herniation on the right side of the abdomen where two previous repairs had been attempted, she had significant diastasis recti with a sheet of mesh in the lower abdomen, but not completely spanning the rectus musculature. I elected to perform an open repair at that point so the rectus muscles could be reapproximated in the midline. The right-sided defect was closed primarily. The midline defect was closed after placing a sheet of mesh inside the peritoneal cavity. Once primary closure was completed the entire undersurface of the abdominal wall was reinforced with a sheet of composix mesh. The results were satisfactory. Drains were placed and the patient was admitted for pain control.¿ ¿her wounds remained clean, closed and dry, with no evidence of infection or drainage. The drains were removed on day five.¿ relevant medical information: (B)(6) 2011: ¿wound looks fine. Removed remaining clips today. Steri-strips applied. Slowly returning to normal activity. No sign of wound infection or seroma.¿ (B)(6) 2012: ¿mesh feels intact. No discrete hernia.¿ conclusion: implant #1: gore® dualmesh® plus biomaterial, 1dlmcp04/03623154. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 03623154. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2005, whereby a gore® dualmesh® plus biomaterial was implanted. It was reported to gore that the patient underwent hernia repair on (B)(6) 2008, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: dense adhesions, mesh migrated, mesh removal, additional surgery. Additional event specific information was not provided.